Event description:
The customer reported that the ventilator would operate on backup battery power but would turn off when ac power was connected. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician replaced the power supply as a precaution to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. If a oss of ac power or failure of the power supply occurs during use and the ventilator is inoperable, an audible power fail alarm will activate.